Event description:
A surgeon reported the air came into the patient's eye during a vitrectomy procedure. The air was removed with the cutter, however air continued to enter the eye. They clamped the air line and were able to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).